Manufacturer narrative:
PMA 510k #k210476 MDR ref numbers of related files are unknown at this moment. The related MDR number will be captured in the other MDR reports. Device evaluation: the echo-19 devices of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint file was 1 out of 4 opened from the lorenzo et al 2022 literature paper in relation to the off-label use of 14 echo-19 devices of unknown lot number. Region. Pr 377297: lorenzo et al 2022 - 14 cases of off label usage of zimmon biliary stents pr 377298: lorenzo et al 2022 - 2 cases of off label usage of zimmon biliary stents and 2 adverse events pr 377299: lorenzo et al 2022 - 14 cases of off label usage of cst pr 377300: lorenzo et al 2022 - 14 cases of off label usage of echo-19 document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 14 cases of echo-19 used to gain transmural access from the stomach or proximal duodenum which would be considered off label use. (Ifu0101). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as there was 14 cases of echo-19 used to gain transmural access from the stomach or proximal duodenum which would be considered off label use, as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Lorenzo et al 2022, endoscopic internal drainage of complex bilomas and biliary leaks by transmural or transpapillary/transfistulary access. 30 patients ( 17 men, mean patient age 53 +/- 17 years) were included in this study. This observational study focused on consecutive patients managed for biliary leakage (diagnosis based on imaging and/or bile outflow from a surgical drain) at a tertiary care hospital (2007-2017). Transpapillary/ transfistulary (tp/tf) drainage was performed by double-pigtail stent(s) placement to drain the biloma through the leak during ercp. For eus-guided transmural drainage (eus-td), plastic stent(s) were placed under eus control. Primary outcomes were a composite of clinical success (patient free of sepsis after percutaneous drain removal and, in patients with benign disease, removal of all endoscopically placed stents, without need for reintervention) and biloma regression (<3 cm) at last follow-up. For eus-td, the transmural access was performed from the stomach or the proximal duodenum under eus guidance using a linear echoendoscope (gf-uct140/180; olympus, hamburg, germany) or a forward-viewing echoendoscope (tgf-uc180j; olympus) by using a 19-gauge echotip needle or a zimmon diathermic needle (cook medical, inc, bloomington, ind, USA). The puncture site was usually enlarged with a 10f cystotome (cook medical inc) and/or a 6- or 8-mm dilation balloon (boston scientific corp, natick, mass, USA). One or 2 double-pigtail (dpt) plastic stents of various lengths (cook ireland ltd, limerick, ireland or endo-flex, voerde, germany) were placed across the fistula, and an endoscopic nasal cyst drainage (encd) was sometimes inserted. When collections were drained and already collapsed with a percutaneous drain in the collection, an injection of saline solution with contrast was performed through the drain to inflate the collection. When 2 stents were placed, 2 guidewires were used, most often inserted through a cystotome. Tp/tf drainage was performed with a duodenoscope (tjf 160/180v; olympus). After sphincterotomy, the biliary leakage was catheterized with a guidewire on which 1 or 2 dpt stents, the length of which was adapted to place the second pigtail in the duodenum lumen, were advanced into the biloma. An encd was inserted when needed. For both techniques, several sessions were required in some cases. Repeated drainage was necessary when symptoms persisted without a decrease in the size of the biloma or when drain removal was difficult. This file will capture the 14 cases of off label usage of echo-19 used to gain transmural access from the stomach or proximal duodenum. Investigation complete 20-oct-2022.